Event description:
It was reported that the pt was revised due to fracture of the patella pegs, resulting in loosening of the component.

Manufacturer narrative:
This report will be amended when our investigation is complete.